Manufacturer narrative:
(B)(4). An investigation is in process. A follow-up report will be submitted when the investigation is complete.

Event description:
The customer states that one patient sample generated a (B)(6) result with the architect cmv igg assay. An initial negative result of 0.4 au/ml retested at 175.2 and 188.2 au/ml. No suspect results were reported from the lab. There is no impact to patient management reported.